Event description:
Sorin group (B)(4) received a report that during a procedure, when the clinician resumed the s5 roller pump after changing the pulse mode settings, the pump stopped with no error. The user hand cranked the unit to maintain flow while the circuit was changed over to a back-up pump. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (b)64). This medwatch report is filed on behalf of sorin group (B)(4)d. Sorin group received a report that during a procedure, when the clinician resumed the s5 roller pump after changing the pulse mode settings, the pump stopped with no error. The user hand cranked the unit to maintain flow while the circuit was changed over to a back-up pump. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.